Event description:
It was reported, the pt had been experiencing nausea and a metallic taste in his mouth while recharging the system ipg. The pt indicated this sensation has been present since the implant. The pt did not report abdominal stimulation. In an effort to decrease the sensation, the pt tries to sip on drinks while charging and charges in intervals to allow his stomach to settle. The system is working and providing stimulation for the pt. The pt is working with his physician to determine a resolution to this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.